Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart block and bradycardia. It was reported that the right ventricular (rv) lead exhibited oversensing in addition to a high sensing integrity counter (sic) value resulting in pacing inhibition. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed. It was further clarified that the rv lead was oversensing atrial events due to placement in the his bundle.